Event description:
The pt's mother reported that while the pt was using the microwave, she noticed that the pt's implantable neurostimulator (ins) was tugging/vibrating; it was unclear if it was one or both of the pt's inss. It was also unclear if a hematoma formed or if the area was just reddish in color. Impedances were checked and were reported to be "fine"; the event "seemingly resolved without intervention". See MFR's report # 3004209178-2009-02349.

Manufacturer narrative:
.